Event description:
It was reported that the device would not charge to any selected energy level. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported problem was an integrated circuit, designator u24, which was bent up with legs 24, 25, 26 and 27 broken off. After replacement of the u24 circuit, the device performed 10 successful charge and shock sequences.